Manufacturer narrative:
Product ID 37752, serial # (B)(4), implanted: (B)(6) 2006, product type recharger; product ID 37742, serial # (B)(4), implanted: (B)(6) 2006, product type programmer; patient product ID (B)(4), serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3487a-56, lot # j0546627v, implanted: (B)(6) 2005, product type lead. (B)(4).

Event description:
It was reported that the patient experienced pain and a shocking/jolting sensation. It was stated that the patient experienced a "burning" sensation, pain, and less than 50% therapy relief. It was noted that the location of the symptoms were "head above the eye." The patient reportedly was working on his motorcycle and was "shocked" after touching a screwdriver to the battery. It was noted that the patient had peripheral lead located supraorbital. It was stated after the event, the site was "painful" and he felt "jolting." The patient status was alive with no injuries/no adverse event. The patient was scheduled to meet with the implanting physician for a diagnostic study on (B)(6) 2012. It was later reported that the impedances were "within normal limits." It was stated that the patient's stimulation was adjusted with "good" relief. If any additional information is received, a supplemental report will be sent.